Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified abdominal aorta. After deployment of a non-bsc stent, a 33/7/2/65mm equalizer balloon catheter was advanced for post dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed form the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.